Event description:
The customer reported approximately two (2) tablespoons of yellowish fluid leaked from the left side of the unit and onto the counter involving coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and cleaned up the fluid. The customer indicated the source of the fluid leak originated from a black button pinch valve, left of the secondary probe. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The customer has an exposure control management plan at the facility.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue by replacing the vl4b tubing. The unit was returned to normal operation. (B)(4).